Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was chf - congestive heart failure, ckd - chronic kidney disease, dm - diabetes mellitus and atrial fibrillation. No additional information was reported. Related manufacturer reference numbers: 2017865-2019-05959; 2017865-2019-05960; 2017865-2019-05961.

Event description:
New information received noted that the patient had a cardiac history significant for ischemic cardiomyopathy, ventral fibrillation, paroxysmal atrial fibrillation, chronic systolic congestive heart failure. The physician does not believe the death was device related.